Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s cgm stopped transmitting for several hours, after which the next cgm value was 53 mg/dl, and the customer had consumed an unusual breakfast prior to the offline period while the ilet continued basal delivery. Symptoms included hypoglycemia without reported loss of consciousness, seizure, or injury. Outcomes included self-treatment at home with orange juice and glucose tablets, no need for third-party assistance, and no medical intervention or hospitalization. Investigation included customer counseling on hypoglycemia treatment and configuration of the companion app to improve alert awareness, along with review of device behavior during cgm communication loss. Investigation of this case revealed no device malfunction reported, with the event consistent with hypoglycemia of unclear cause in the setting of cgm offline time and potential mismatch between insulin delivery and carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.